Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-2324kbcsp biocomposite swivelock sp eyelet broke. When the surgeon was going to mallet in the anchor, the eyelet kept loosening up. After resetting the eyelet, the surgeon tried to punch a hole with the silver tap just to break the cortices, but when malleting the anchor in again, the eyelet snapped off. The broken fragment was removed. This was discovered during an rcr procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.